Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed successfully in 2006. During two week follow up, a physical examination revealed a small darken sore with discharge that was located near the cervix. After further review by physician, it was discovered that the patient had strep in the cervix area, which may have been present prior to the procedure. Patient was treated with antibiotics and full recovery is expected.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.